Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of weakness and fatigue. There was suspected occasional oversensing. The lead remains in use. No patient complications have been reported as a result of this event.